Event description:
In 2002, the pt reportedly started to develop a small skin flap fistula just over the implant site. After a week, the skin flap was red and painful and the surgeon suggested the pt cease to wear the external headpiece and recommended treatment with some topical medications. The problem seemed to resolve and the pt resumed wearing the external headpiece. Four months later, a real necrosis and partial extrusion appeared. The device was explanted. The surgeon observed a thin layer of silicon covering the ics. Device was peeling off very easily and spontaneously.